Manufacturer narrative:
(B)(4). Device returned to MFR: the device was returned without the imaging window (detached). Device analysis revealed that no damages or failures were observed on the ccp board assembly. The catheter was properly recognized by the imaging system when plugged into the motordrive unit. Impedance testing shows a good unit wave form. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on investigation completed on 11-apr-2017. It was reported that the catheter was not recognized, catheter difficulty advancing and lost image occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the 28mm x 4mm, moderately tortuous left main artery. An opticross¿ imaging catheter was selected for use. During the procedure resistance was met during advancement, the physician connected the opticross¿ into the motordrive unit 5 plus but the opticross¿ was not recognized and image was not displayed. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and patient's status was stable. However, device analysis revealed that the imaging window was detached.